Event description:
During an atrial fibrillation procedure, an air leak was noted and was soon followed by st elevation. The patient's heart was paced, the patient stabilized, and the procedure was concluded with no additional concerns. During the procedure it was noted that air entered through the valve while aspirating blood. The sheath was exchanged and the procedure continued. St elevation was then noted. The patient's heart was paced at an accelerated rate and the issue resolved. The physician believed the st elevation was due to an air embolism as a result of the air leak with the original sheath. The procedure was extended awaiting for the arrhythmia to resolve but ultimately concluded with no additional concerns.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The dilator was also received. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported patient air embolism and an air leak remains unknown.